Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's lead had high impedances and the ipg was inoperable. As such, surgical intervention was undertaken and the system was explanted and replaced to address the issue.